Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a low battery warning (eaw 177) and replace battery alarm (eaw 128). During testing, the pump powered on with the returned battery cap. The battery cap could be fully secured to the pump. There was no visible damage to the battery compartment, but there was evidence of moisture contamination inside. Current draws measured within specifications. The leak test was performed and no failures were noted. The pump case was opened and there was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.